Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2, -9.5/2.5/112 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6)2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vaulting. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).